Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01284.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to prophylaxis prior to right total knee replacement surgery. Patient at elevated risk for deep vein thrombosis (dvt) and pulmonary embolism (pe) due to venous history. Patient is alleging device tilt, vena cava and organ perforation and embedment. Patient notes and further alleges experiencing "anxiety, mental anguish and stress about any related injuries". Additionally, patient notes and alleges filter removal due to perforation on (B)(6) 2017, limited mobility and worry. Per the (B)(6) 2009 ivc (inferior vena cava) filter placement: "impression: uncomplicated percutaneous placement of retrievable inferior vena cava filter". Per the CT (computed tomography abdomen report dated (B)(6) 20017: "findings: ivc filter: the ivc filter is tilted, with the apex of the filter touching the right lateral wall of the ivc. The apex of the filter is just below the right renal vein. There are 4 struts of the filter, penetrating the wall of the ivc, as follows: anterior, right lateral, posterior, and left lateral. The left lateral strut possibly penetrates the right lateral wall of the abdominal aorta. There are no broken or been struts. There is no ivc stenosis".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.